Event description:
It was reported that the patient with this pacemaker experienced a seizure during a magnetic resonance imaging (MRI) procedure. When observing the electrograms t wave over sensing was found coincident with cross-chamber blanking of the atrial tachycardia, then a premature ventricular pacing that put the next atrial event into refractory and pacing at the lower rate limit then occurs. Reprogramming options were recommended. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.